Event description:
Consumer states he has had nothing but problems with chair and it is currently at the repair center. Chair died on friday (B)(6) 2013 while shopping, he also states he has had to replace the batteries six times and the wheels 3 times in 4 years.